Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication it can be highlighted that the device is cleaned regularly according to the instruction for use and that it was placed inside the operation theatre during use with the fan positioned to the wall and at three (3) meter from the surgical field. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae. The laboratory report confirming the reported contamination has been provided to livanova. The device has been removed from service. There is no known patient involvement.